Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital due to receiving shocks and patient had ventricular tachycardia. Upon device interrogation, an alert for low, out of range, high voltage lead impedance was observed. Therapy was delivered. No lead damage was observed via x-ray however it was suggested that inner insulation lead damage may not be visible via x-ray. During follow up high voltage lead impedance and other electrical lead measurements were normal. Lead revision was recommended. Patient was stable and no further action was taken. No further information available.